Manufacturer narrative:
Sample material from the patients was tested for investigation using a cobas e411 analyzer and an abbott analyzer. The results from the abbott method closely matched the customer's results and the results from the investigation cobas e411 analyzer. As the customer's qc recovery was within the acceptable ranges, there was no indication of a performance issue with the reagent. Based on these results and data, the investigation determined the roche reagent met specifications and no product problem was found. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). Patient samples were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys folate iii results from the cobas e411 disk analyzer. "Sample 1" initial result was 30.64 ng/ml. The repeat result from a siemens atellica analyzer was 22.4 ng/ml. On (B)(6) 2024, "sample 3" initial result was 43.0 ng/ml. The repeat result from a siemens atellica analyzer was 20.0 ng/ml. The repeat results were believed correct.